Event description:
Reported as a broken port with a crack proximal to the metal connector. Follow-up revealed "leakage".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to this portion of the lap-band system returned. Analysis also noted an opening on the port tubing located near the port/injection site (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This breakage may have been the cause of the leakage. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."